Event description:
It was reported to boston scientific via an abstract presented at the 133rd annual meeting of the japanese urological association in 2026, that retrospective study was performed to review the outcomes of patients treated with rezum water vapor therapy procedure to treat benign prostatic hyperplasia. A total of 15 patients, with median age of 81 years, were treated with rezum between (B)(6) 2025 at one institution in japan. Following procedure, one patient had urinary tract infection (uti), and one patient had uti and urinary retention. This record addresses the patient who experienced only the uti.

Manufacturer narrative:
(2026). Clinical outcomes of transurethral water vapor therapy (wave) using the rezum system in our institution. 133rd annual meeting of the japanese urological association in 2026. Pp-20-08.